Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon was torn. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.00mm x 15mm nc emerge was advanced for dilatation. However, it failed to cross the lesion and it was noted that the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon was torn. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.00mm x 15mm nc emerge was advanced for dilatation. However, it failed to cross the lesion and it was noted that the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.